Event description:
It was reported that the patient's system was explanted due to infection. No patient injury was reported. The device system was used to deliver lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, lot# n303032003, serial#, implanted: 2011 (B)(6), explanted: product type catheter, product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).